Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and scratches on the display window found during visual inspection. The insulin pump was unable to prime during the prime process due to faulty force sensor resistor. The occlusion and excessive no delivery alarm tests were unable to be performed due to prime anomaly.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level was 403 mg/dl. Customer treated their high blood glucose with manual injection. Customer experienced high blood pressure in addition to high blood glucose. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had multiple scratches and they were unable to read the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.